Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to endocarditis. The device and lead were explanted. The patient is a participant in the clinical service project study. No further patient complications have been reported as a result of this event.